Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a robotic laparoscopic sleeve gastrectomy. The device started to cut, some staples formed, others were starting to form but stopped twice and could not fire anymore during first firing on the stomach. Two different reloads and one reload were partially fired on the back table. There was incomplete staple line on distal end. Another handle, adaptor, and reload were used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 29 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.